Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, at 10:00 a.m., the patient underwent thyroid surgery and needed to leave an indwelling needle to prepare for anesthesia prior to the surgery. The nurse checked that the indwelling needle was okay and then punctured it successfully and found that the end of the needle was leaking, so she immediately removed the needle and replaced it with a new one and then re-punctured it, which aggravated the patient's pain.

Manufacturer narrative:
1. The customer returned 1pcs photo while with no actual sample. 2. DHR/bhr reviewlot#4052079 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2-the plant has launched CAPA to further investigate the root cause conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications, and no similar complaints about this batch of products have been received from other hospitals. The returned photo showed the leakage at the septum, for which the plant has launched CAPA to trace and investigate its root cause

Event description:
No additional information provided.